Manufacturer narrative:
The device was returned for analysis and has been evaluated. Evaluation of the returned sep7 confirmed that the wire was fractured distal to the bulb. This type of damage typically occurs if the sep7 is repeatedly manipulated against resistance during use. The wire may become fatigued, and damage such as a kink and subsequent fracture may occur. The complaint indicated that multiple passes with the sep7 were performed within the reported tortuous patient anatomy. Evaluation revealed that the bulb was intact and had kinks on the core wire. The kinks on the core wire were incidental to the reported complaint. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery using an indigo system separator 7 (sep7) and an indigo system aspiration catheter 7 (cat7). It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician performed multiple passes in the target location using the cat7 and sep7. While making another pass, the physician observed under fluoroscopy that the sep7 had fractured in the popliteal artery. Therefore, the sep7 was removed from the patient and the fractured portion was successfully aspirated out using the cat7. The procedure was completed using a new sep7 and the same cat7. There was no report of an adverse effect to the patient.